Event description:
The customer observed elevated atellica im high-sensitivity troponin I (tnih) results for a female serum patient sample compared to an alternate method. The initial elevated result was reported to the physician and was questioned. The customer sent the sample to their central laboratory for investigation. They are unclear which result is correct but believe interference may be present. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
Siemens concluded investigation for an outside of the united states (ous) customer for an observation of an unexpectedly elevated (> IFU 99th% reference cutoff of 45 pg/ml (ng/l)) atellica im high-sensitivity troponin I (tnih) result on one patient that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue.quality control (qc) was in range at the time the sample was retested and the atellica im tnih elevated results were reproducible, which indicates a sample/patient specific incident. The sample was also elevated above the reference interval on two other alternate methods when tested by the customer. The customer also processed the sample with a heterophile binding tube (hbt) and the atellica im tnih result did not change, indicating no presence of a heterophile antibody. Siemens cannot rule out other non-specific potentially interfering substances in the sample. Remaining sample is not available for further testing by siemens.the atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1, which is a conventional sensitivity troponin I method. According to the definition of a high-sensitivity assay section of the instructions for use (IFU), "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity."the interpretation of results section of the instructions for use states:"results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."a potential product performance issue has not been identified; this appears to be a patient specific occurrence. The customer is operational.